Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. There was no patient involvement (B)(6) jacques bugumba / biomed need assistance on 8100 sn (B)(6) having an error 242.4030 failure device type: failure problem type: failure mode: case resolution: confirmed that the 8100 pump module had faulty motor controller board, I verified the warranty status and still on warranty and recommended to sending it in for repair. Biomed agreed with me. Ref:_00d30y0yr._5000l1t5oho:ref

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference: na. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. There was no patient involvement. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8100 sn (B)(4) having an error 242.4030. Case resolution: confirmed that the 8100 pump module had faulty motor controller board, I verified the warranty status and still on warranty and recommended to sending it in for repair. Biomed agreed with me. Ref: (B)(4).